Event description:
It was reported that the patient contacted support after receiving an occlusion alert and was unsure how to proceed. The patient indicated that insulin therapy had been paused for several hours while using a steel 6 mm contact/detach infusion set. The agent instructed the patient to disconnect from the infusion site and inspect the tubing for kinks, air bubbles, or blockages, and no obstructions were identified. The patient was guided to perform a fill tubing only procedure, during which insulin drops were observed, and insulin therapy was resumed. The patient then reconnected the tubing to the infusion site. At that time, blood glucose levels were reported as high and had been out of range for several hours. The patient reported no symptoms, required no medical intervention, and did not receive outside assistance. The agent recommended monitoring blood glucose levels and conducted multiple follow-up contacts. As blood glucose levels remained elevated, the agent advised changing all supplies and guided the patient through a complete supply change, including replacing the infusion set, cartridge, and connector. The patient confirmed that insulin delivery resumed after the supply change. Subsequent follow-up indicated continued elevated readings, including manual blood glucose measurements of 518 mg/dl and later 430 mg/dl. The agent advised continued monitoring and reassurance that levels should trend downward. At final follow-up, the patient reported a blood glucose level of 298 mg/dl and trending down, with no further assistance required, and the case was closed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.